Manufacturer narrative:
Final analysis found the field event of insulation anomaly was confirmed. Visual inspection found the outer insulation twisted at the proximal region of the lead. It was concluded that the twisted insulation may have been caused by twiddler syndrome.

Event description:
It was reported that the right ventricular lead and right atrial lead exhibited insulation anomalies. The insulation near the terminal pins was twisted. It was suspected that it may have been due to twiddler syndrome or may have occurred sometime during an exercise routine. The leads were explanted and replaced. Patient was stable before, during, and after the procedure.